Event description:
It was reported that during an internal fixation with the dynamic hip and condylar screw system the surgeon encountered issues with two instruments. It was reported that the short tines of the guide shaft were bent and would not connect onto the lag screw of the dhs. The second guide shaft was bent and would not load the screw nor connect to the dhs t-handle. As a result of these issues there was a 30 minute delay. The surgeon elected to use a short trochanteric fixation nail instead. The procedure was completed with no patient injury reported. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: the complaint condition cannot be replicated as the parts were received already bent but the complaint condition is confirmed. The technique for inserting the lag screw is to insert the coupling screw into the guide shaft and thread it into the back of the lag screw. Therefore, if the tabs were already bent it would cause the guide shaft to not seat properly with the lag screw which confirms the first complaint condition of bent tabs not connecting to the lag screw. The shaft shows wear near the keyed end which indicates the shaft was not loaded correctly onto the lag screw during use which likely resulted in the bent tabs. The bend on the second guide shaft is consistent with the result from an unexpected horizontal force such as hammering on the wrench when not fully inserted such that the force ends up applied to the guide shaft instead of the dhs screw. This would likely be the result from the method of use and also risks damage to the tabs. Thus, the second condition of a bent guide shaft is confirmed. The date of manufacture is unknown for both of the returned guide shafts. Therefore, a review of the current edition of the design drawing, (B)(4), was performed. The design was found to be sufficient for its intended use. Therefore, this complaint condition is not the result of a design deficiency. In conclusion, the complaint condition of ¿malformed: bent/distorted/warped¿ is confirmed. The condition was likely the result of the method of use and not the result of a design. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.